Event description:
It was reported that the procedure was to treat a lesion located in the distal left anterior descending (lad) artery with moderate tortuosity and heavy calcification. Atherectomy was performed to treat the vessel and unspecified stents were placed; however, a perforation was noted. Two 2.80x16 mm graftmaster rx stent delivery systems (sds) were advanced; however, they could not reach the target perforation due to patient anatomy and the recently placed stents proximal to the target perforation. The patient was sent to the operation room to control the bleeding from the site of the perforation. The patient was transferred to the intensive care unit, is conscious but still requires ventilatory support. The graftmaster did not cause or contribute to complications or adverse patient effects. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other 2.80x16 graftmaster is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported failure to advance appears to be related to the patient anatomical conditions and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional reported information indicated that the patient was sent to surgery to seal the perforation. It is unknown if CABG was performed. The patient required ventilation due to the perforation. No additional information was provided.